Manufacturer narrative:
The returned device was evaluated and found nothing that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. The reported event could not be determined. A kink was noted on the exposed portion of the cannula. It is unclear when the kink occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The device was not returned for evaluation. The user reported that the bent cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient's blood glucose (bg) levels were 400 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother stated the cannula dislodged from the infusion site (hip/buttocks) and appeared bent. Mother also reported the presence of low ketones and that patient's normal bg level range is between 100-200 mg/dl. As treatment, patient drank water, a correction was given and a new pod was applied.